Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had a five second increase in charge times in less than one month. The device had been implanted for 45 months. The second charge time was taken after capacitor reformation. The physician elected to explant and replace the device.